Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced anxiety following implant of the device. It was further reported that the patient had episodes of chest pain following the implant. The device remains in use and no patient complications have been reported as a result of this event. It was further reported that the device has been removed and replaced due to battery depletion.

Event description:
It was reported that the patient experienced anxiety following implant of the device. It was further reported that the patient had episodes of chest pain following the implant. The device remains in use and no further patient complications have been reported as a result of this event.